Manufacturer narrative:
The user was wearing the recommended personal protective equipment (ppe). The user guide safety information states: "some areas of the instrument may have sharps, rough edges, and/or moving parts. Contact with such parts may lead to personal injury or infection. Laboratory best practices can reduce the risk of injury. Be aware of your laboratory environment, well-prepared, and follow the instructions for use. Wear personal protective equipment to minimize the risk of injury from bodily contact with such parts, especially in less accessible areas, or while cleaning the instrument. Use personal protective equipment appropriate to the degree and type of potential hazard, e.g., suitable lab gloves, eye protection, lab coat, and footwear." The field service engineer (fse) had relocated the instrument at the customer site. The clamps on the waste tubing were inspected and tightened. The fse confirmed with the lab technician that no parts were sticking out. The service actions resolved the issue.

Event description:
We received an allegation that a user was injured by a tubing clamp on the back of a cobas c 303 analytical unit. The user was reportedly walking past the analyzer where the tubing clamp allegedly cut the user's thigh. The user allegedly went to the emergency room where they reportedly received stitches. The user was sent home afterward and was reportedly able to return to work 2 days later ((B)(6) 2023).